Event description:
A malfunction alarm occurred immediately after the patient renewed the contract and configured the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in loading a new cartridge, but the alarm persisted, so the pump will be replaced.